Event description:
The customer contact reported that an unrequested bolus dose was delivered. On an unspecified date, the pump was programmed in the recovery room to deliver morphine 1mg/ml in the pca only mode, with a 2mg pca dose, a 10 minute patient lockout and no 4 hour limit was selected. After an unspecified length of time, the nurse "heard beeping" and noted that the pump had delivered a dose without the patient pendant button being pushed. The patient pendant was in the nurse's possession at the time of delivery. The customer contact reported it was also noted that the pump was "continuously beeping." Upon review of the pump display history by the nurse, it was noted there were 12 bolus demands and one pca delivery; however, the patient pendant button had not been pushed. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.